Event description:
Caller reported cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer was guided by technical support through a pump reset, which resolved the error, and was advised to wait 20 minutes before starting a new sensor session.